Manufacturer narrative:
The reported event is unconfirmed. As the memo attached states, "in determining requirements for instructions for use, prescription devices, was consulted as appropriate reference since this device is rx only ¿ can be order only on the order / direction of a licensed physician that is medically trained in appropriate field of medicine. As determined by this assessment, this device may be exempted from instructions for use per the assessment provided in the table below and thus, additional labeling requirements are not needed". No root cause could be found because the reported event was unconfirmed. A DHR review was not required as the investigation was unconfirmed. Therefore, no additional action is required at this time. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The reported event is unconfirmed and a labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the irrigation port and the drainage port on the bard ribbed balloon 3-way continuous irrigation foley might not be adequately labelled. There were three ports on the distal end of the foley catheter. One port was clearly identifiable and was for the inflation and deflation of the balloon that holds the catheter in place in the bladder. The other two ports, one in the middle for drainage and one on the outside opposite the balloon inflation port for irrigation were not clearly identified on the catheter itself. The potential existed for a healthcare provider to mix up the ports and connect the irrigation bag to the drainage port and the drainage bag to the irrigation port. This could potentially cause patient harm as the bladder would not be adequately irrigated and drained.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the irrigation port and the drainage port on the bard ribbed balloon 3-way continuous irrigation foley might not be adequately labelled. There were three ports on the distal end of the foley catheter. One port was clearly identifiable and was for the inflation and deflation of the balloon that holds the catheter in place in the bladder. The other two ports, one in the middle for drainage and one on the outside opposite the balloon inflation port for irrigation were not clearly identified on the catheter itself. The potential existed for a healthcare provider to mix up the ports and connect the irrigation bag to the drainage port and the drainage bag to the irrigation port. This could potentially cause patient harm as the bladder would not be adequately irrigated and drained.